Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 23911 were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed 12 applications were performed using a catheter identified as an afapro28 with lot number 23911-032. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings were as expected. However, the temperature profile was unexpected (temperature dropped faster and reached -71 degrees celsius) during the transition phase at application #12. The received failure file contained failure records for the date of the event. The failure file showed system notice 50013 (the refrigerant level is too low to continue) on the reported date of the event. Visual inspection was performed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The ca theter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported inner balloon rupture was not confirmed during analysis and the temperature dropping faster than expected was observed in the data files but not during analysis of the returned balloon catheter. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician successfully ablated three veins without any problems, and no system messages appeared. However, on the last vein, the physician noticed that the balloon was barely visible in the fluoroscopy after inflation, despite changing the view from the right anterior oblique (rao) to the left anterior oblique (lao). The console did not show any system messages. The physician decided to start an ablation, but the temperature fell in a few seconds to -70 degrees, prompting an immediate stop to the ablation. The balloon was pulled back into the sheath without any problems. The procedure was aborted and the patient was not under general anesthesia. A visible inspection confirmed the ruptured of the inner balloon. No patient complications have been reported as a result of this event.